Manufacturer narrative:
A steris service technician arrived onsite and began conducting repairs on the table. The technician removed the shrouds and found the height sensor damaged as well as hydraulic manifold bent outward. At the request of the user facility the table was removed from service and requests were made to trade out the 5085 surgical table subject of the reported event with a 4085 surgical table. The steris sales representative and dsm are working with the user facility on the trade out of table. The table was placed into service in 2010 and is not under steris service contract. Service records indicate multiple service calls for damage to the table column shrouds. Damage to the column shrouds can be attributed to impact damage by user facility personnel.

Event description:
The user facility reported that during a patient procedure the column shrouds buckled when hospital personnel were commanding the table. The patient was transferred to another table and the procedure was completed successfully. No injuries to hospital staff or patient were reported. A procedural delay was reported.